Event description:
Pt reported that back to back tests performed on the surestep meter were 148, 224 and 205 mg/dl (40% difference). No symptoms were reported. Control solution test result (130) was in range (90-139). There was no allegation of harm.